Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing noise was observed on the discrimination channel of the device. Technical support suggested device reprogramming to resolve the issue. The patient was in stable condition.

Event description:
During follow-up, there were non-sustained ventricular tachycardia (nsvt) episodes on the device. Following the nsvt episodes, there was noise and oversensing on the discrimination channel of the device. Technical support suggested device reprogramming to resolve the issue, however, no intervention has been performed. The patient was in stable condition and will continue to be monitored.